Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had a leak at the arterial luer adapter. There was no patient injury.

Manufacturer narrative:
Evaluation summary: a device history review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. All DHR are reviewed for accuracy prior to product release. The sample was received at cms for analysis and investigation and consisted in a tray with its components joint with the package original of the product. The sample came inside a generic plastic bag and did not present signs of use. Visual inspection was performed and it was observed that the tray returned was closed, this tray was opened for review the adapters the catheter and these adapters was not revealed any defect related with the reported condition. Manufacturing performed 100% inspection for cracked adapters. The reported condition has been confirmed. The evidence provided is not enough to relate this event to the manufacturing operations. The adapters (venous and red) did not present any crack. Based on the available information, it can be concluded that product was manufactured according to specifications. The most probable root cause can be considered as customer perception. No evidence was found to link this event to a manufacturing related cause. No trends or triggers have been found. No action is deemed necessary at this time. It must be noted that in-process controls are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.